Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the device showed there was noise on the right ventricular (rv) lead. The patient experienced spells of dizziness. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was stable throughout the procedure.